Event description:
It was reported by the affiliate that the (3) msm20 was used during an unk procedure. It was reported that it was difficult to close the msm20. The case was completed with another device and there was no consequence to the pt.